Event description:
It was reported that patient received inappropriate atp due to svt resulting in rate acceleration and a high voltage shock. The first shock did not convert the rhythm and the second shock was aborted with an error message. The patient required rescuing. The device was explanted and replaced. The patient was recovered after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and the ICD can. The arcing damaged the high voltage output circuitry of the device.